Event description:
A home patient (hp) reports two incidents of cracked minicaps. The cracks were located at the open end of the minicap on the finger flange side. The hp noted betadine leaking through the crack. The hp reports no patient injury or medical intervention related to these incidents.